Event description:
During a cataract extraction procedure, this phacoemulsification handpiece could not be calibrated. Another handpiece was used to complete the procedure.

Manufacturer narrative:
Handpiece was replaced.